Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. For the report of failure to discharge, lack of ECG monitoring, self-test button failure, and the device repeatedly entering the defibrillation screen were traced to a faulty front enclosure. Stuck softkeys, including a stuck charge key, caused the device to switch to pads view automatically, preventing ECG leads from displaying. The front enclosure was replaced to resolve these issues. For the report of the device shutting off, the unit was received without the customer's battery, and no event date was provided. Review of multiple recent logs showed power-off events caused by user-initiated actions. One log indicated the power button had been pressed, and another showed a power cycle with the battery removed. No shutdown warnings or evidence of device-triggered power off events were found. The device passed functional testing without duplicating the report, there was no fault found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal, failed to discharge, and inappropriately shut down. The device also failed self test after previous failures. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.